Event description:
Device 1 of 2. Reference MFR report number: 1627487-2018-13048. It was reported that the patient's leads had migrated. Issue was confirmed via x-rays. In turn, the patient underwent surgery wherein a third lead was added. Therapy was restored post-operatively.